Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a procedure the knife tip was blunt and the patient experienced a descemet's membrane detachment. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received from the surgeon. The surgeon noted that he often had a "flapping" next to his incision 2.2 mm that he did not have when he used the other 2.2 mm knives . The incision was less clean, but he never had a problem of tightness at the end of surgery. The knives were removed from the packaging at the last moment by the surgeon to avoid excessive manipulations. All surgeries could be completed without complications using an alternate knife.

Manufacturer narrative:
Additional information has been provided. No sample has been returned for evaluation for the reported issue; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).